Event description:
It was reported that upon performing the autocapture test the pulse generator displayed error message. Autocapture was turned off. The device remained implanted and the patient would be monitored.